Manufacturer narrative:
Article citation: keane gc, keane am, diederich r, kennard k, duncavage ej, and myckatyn tm. The evaluation of the delayed swollen breast in patients with a history of breast implants. Frontiers in oncology. 13:1174173. Doi: 10.3389/fonc.2023.1174173. Pub: 05 july 2023. Continued e1 (facility name): washington university school of medicine. Continued h.6 health effect impact code: f2203, f1903. Additional contributing authors: dr. Grace c. Keane. Division of plastic and reconstructive surgery. Washington university school of medicine. Saint louis, mo. United states. Dr. Alexandra m. Keane. Division of plastic and reconstructive surgery. Washington university school of medicine. Saint louis, mo. United states. Dr. Ryan diederich. Midamerica plastic surgery. Glen carbon, il. United states. Dr. Kaitlyn kennard. Division of surgical oncology. Washington university school of medicine. Saint louis, mo. United states. Dr. Eric j. Duncavage. Department of pathology and immunology. Washington university school of medicine. Saint louis, mo. United states. Dr. Terence m myckatyn - author of contact. Division of plastic and reconstructive surgery. Washington university school of medicine. Saint louis, mo. United states. The events of lymphoma-alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl, seroma.

Event description:
Journal article "the evaluation of delayed swollen breast in patients with a history of breast implants" reported 1,355 cases of bia-alcl that included pain, unilateral swelling.¿ this will represent the 1,249 patient that did not expire. The following markers were noted: cd30 +, alk -, cd43 +, cd4 +, cd3 +, cd8 +, cd1a -, tdt -, cyclin d1 ¿. Also mentioned in the article is "turbid, viscous fluid collection". The manufacturer of the devices are unknown. The side of devices is unknown. Device has been explanted.